Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source for 1 hour. Customer acknowledged. During follow up, the customer confirmed that the pump was able to be successfully charged. There was no reported impact to the customer¿s blood glucose. The customer declined any further troubleshooting.